Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in post procedure with a left ventricular lead that had dislodged. The lead was explanted and replaced, and the patient was stable.